Manufacturer narrative:
This issue was previously reported on pr (B)(4) with MDR 1218950-2018-04883.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device does not power up. There was no reported patient involvement/adverse patient impact.